Manufacturer narrative:
Updated fields: b4, d9(device available for eval?, return to manufacture date), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10 it was reported during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) had a doppler related malfunction. There was no patient involvement and no harm reported. A getinge field service engineer (fse) replaced tether (0997-00-0596). Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0997-00-0596, sn: n/a doppler reel, with a reported unit failure of the reel line not retracting. The fat performed a visual inspection and found the part was missing screws and the reel line was not able to retract. The fat verified the reported failure of the reel line not retracting. Retaining the part in the failure analysis and testing dept. Per procedure number (B)(6)rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) would not retract the cord for the doppler and a new tether assembly was needed. There was no patient involved.